Event description:
A doctor reported a pt experienced a corneal infection following use of this product. A bacteria culture from the corneal scraping sample was found to be negative. (B)(6) was detected in the lens case and on the bottle of the product but not in the eye.

Manufacturer narrative:
Evaluation summary: the complaint device was not received for evaluation. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. (B)(4).